Event description:
The facility's biomedical engineer had reported an infusion pump where channel b had an 803:01 failure code. They also stated that they have no record of any patient incident involving the pump since the last baxter service event.